Manufacturer narrative:
Final device analysis revealed no anomaly found-normal device function. The pump analysis results had been previously reported in manufacturer's report# 2182207200600947.

Event description:
The hcp reported, the patient presented with a headache, high fever, and leukocytosis which required hospitalization. The hcp explanted the patient's drug delivery system. All cultures from the pump, catheter, and aspirate were negative for organisms. The hcp reported, the patient recovered without sequela. The drug contained in the patient's pump was hydromorphone (8.0mg/ml) and bupivacaine (12.0mg/ml) delivered at 0.2334ml/day.